Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had sensor glucose and blood glucose issue. Customer's blood glucose was over 400 mg/dl. The customer's blood glucose was 400 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. No troubleshooting was done on high blood glucose. Customer will not be returning the device for analysis.